Manufacturer narrative:
Hospital disposed of the chest support section assembly. Hospital used chest support section assembly on an allen spine frame, which has not been tested for proper performance when used and therefore are not endorsed for use by mizuho osi. Hospital disposed of the part.

Event description:
Patient was transferred off of the table and the staff noticed the broken pad base. It was found the mizuho osi chest pad and support plate were being used on an allen spine frame.

Event description:
Patient was transferred off of the table and the staff noticed the broken pad base. It was found the mizuho osi chest pad and support plate were being used on an allen spine frame.